Manufacturer narrative:
The insulin pump passed the self-test and excessive no delivery error test. No unexpected alarms were noted. No damage found on interface board connector. The insulin pump was received with normal operating currents. No unexpected battery out limit noted. The insulin pump was also received with cracked reservoir tube lip and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed, indicating a spanish software anomaly and an unexpected restart. The blood glucose reading was 105 mg/dl. The customer stated that, during the last 3 battery replacements, she would screw in the battery cap, and the insulin pump would start counting down prior to alarming. She stated that the only way she could get the insulin pump to work again is by programming the time and date. Three spanish software anomalies were also noted in the alarm history. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.